Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system controller being hot when connected to a power module was not able to be determined. The power module patient cable was not returned for evaluation. According to the additional information, no equipment was exchanged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mentioned heartmate ii system controller (epc-44686) was reported and heartmate ii left ventricular assist system, jp (vad-62498) was reported under MFR# 2916596-2019-03069. Lot number was not provided. Age of device cannot be calculated as the lot number of the patient cable was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the system controller became hot when a pump off occurred with suspected driveline fracture. The patient was admitted to the hospital however reported no symptoms and had no hazardous alarms upon interrogation of the device. The manufacturer's technical service representative reviewed the log file and observed no unusual events. The clinical team stated that the pump never stopped and no special tests were done. No additional information were provided.